Event description:
The customer reported an oil mist coming from their unit. One employee complained of an itchy throat, dry skin, itchy eyes, headache, xerostomia, and stomach discomfort. The employee did not seek medical attention or receive treatment for her symptoms. The asp field service engineer repaired the unit.